Manufacturer narrative:
1 unit of lot number c1614941 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken proximally below the sheath extender. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1614941 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1614941. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult target site as indicated in the additional information. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Completed customer reporting form and additional information was received on 17-jan-2020 indicating needle breakage. The complaint device was evaluated on (B)(6) 2020 and the needle was confirmed to be broken below the sheath extender. During decompression of the cyst, the needle broke after passing through the canal and trying to open the needle in the stomach. The needle was no longer hidden in the cover.